Event description:
Clinic notes dated (B)(6) 2014 note that the patient reports persistent daily seizures. It was noted that the vns was interrogated and was not working. The notes indicate that the battery has failed and no current was obtained. The patient was referred for generator replacement. No known surgical intervention has occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient's device was unable to be interrogated. It was reported that the physician requested to follow-up with the patient in (B)(6), but that he was informed that the patient should be seen again sooner to attempt interrogation. It is unknown if any troubleshooting was performed in attempt to interrogate the patient's device. No additional information has been received to date.

Event description:
Additional information was received stating that the vns patient is expected to undergo surgery to explant his device due to lack of efficacy and the belief that the patient¿s device is no longer working. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient¿s device showed a near end of service condition on (B)(6) 2013.